Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change-out, the lv lead was capped and replaced on (B)(6) 2019 for an unknown reason. Patient condition was normal throughout the procedure.